Event description:
A customer reported to beckman coulter that the unicel dxc 660i synchron access clinical system generated erroneous sodium (na), chloride (cl) and calcium (calc) results for thirteen (13) patient samples. The results were reported out of the laboratory. When the issue was noticed, the customer reanalyzed the patient samples and issued amended reports. It is unknown if the customer used the same or an alternate instrument for reanalysis. The patient results are shown in the attachment 1. There was no report of death, injury, or change to patient treatment in connection with this event.

Manufacturer narrative:
Beckman coulter field service engineer (fse) decontaminated the system, cleaned the flowcell, and replaced the carbon bridge and sodium electrode. A definitive cause for the event cannot be determined.